Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. During transesophageal echocardiogram (tee) prescreening on the procedure table the laa was imaged and measured at 24.4mm maximum ostium and maximum depth of 35mm. After injection of contrast in the laa, they noticed the laa was bigger than visualized on tee and the depth was not all usable depth. A watchman access system (was) was positioned and 30mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed but they were unable to visualize it on tee. They could not measure device compression, confirm position, or assess for seal. After some discussion the 30 mm device was fully recaptured. The laa was checked for a pericardial effusion on tee. There were no changes or effusion noted. A second 30mm device was deployed in a different position. The physician lost depth which caused the device to deploy in the left atrium. The device was removed and the laa checked for effusion. There were no changes or effusion noted. The third device, another 30mm device was attempted. The device was deployed in the laa but the compression measurements were less than 8%. After some discussion the device was removed. The laa was checked for an effusion and there were no changes or effusion noted. The fourth device was a 33mm and was deployed in the laa. The tee imaging was not optimum, the tug test was generous, the compressions were 15%-18% and there were no leaks on the 2 views that were possible. After discussion, it was decided to release the device. The closure device was released in the laa of the patient. While all the devices were being removed from the patient a final check on the laa was performed. At this time it was noted that the closure device had embolized and was in the left atrium. The physician attempted to use a catheter to snare the device, but was unsuccessful in their attempts. After a catheter was inserted and used to stabilize the device in position in the left atrium, the physician used gi forceps to successfully recapture and remove the device out of the patient through a 24fr sheath. The patient remained stable throughout the whole procedure and there were no complications that occurred during the removal of the device. The patient was never treated with medications or had changes in their hemodynamics. The next morning the patient was discharge home doing fine following these events.